Manufacturer narrative:
Concomitant medical products: model 3186, scs lead. Therapy dates: unknown when the issue started.

Event description:
Device 1 of 2: reference MFR report: 3006705815-2019-00767. It was reported the patient was not receiving effective stimulation. Additionally, patient was receiving stimulation outside the pain areas. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the leads were explanted and replaced with new leads.